Manufacturer narrative:
The manufacturer had previously reported an allegation of the failure of a ventilators internal battery. Additional information provided by the customer states that the detachable battery of the device was replaced and there is no problem with the device.

Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.